Event description:
A customer reported that the adc device detached prematurely. Due to this, the customer became hypoglycemic with discomfort and a loss of consciousness. The customer required treatment of sugar by third-party and an ambulance was called. The customer received additional treatment of 10% glucose serum via IV from paramedics. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.